Manufacturer narrative:
H2: correction: bi71000111 svc kit bi71000111 oarm comp 470r/3.1.6: this product was returned and analyzed, and no failure was found. Codes c76126, 10, 213, and 67 are applicable to this analysis. H2: correction: bi71000850r kit svc bi71000850r oarm comp 554/3.1.7: product returned and analyzed. The alleged complaint was confirmed. It was determined that there was an os issue. The ias computer failed a bench test. The os booted successfully, but o-arm application failed to start with windows error messages. Bios (date and time) was good. Codes c133578, 10, 104, and 4307 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: correction: bi30000443 cable assy bi30000443 mvs interface: this product was returned and analyzed. There was no failure found. Codes c76126, 10, 213, and 67 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing replaced interconnect cable, and ias computer. Reloaded software and firmware. Restored config and imager files to ias computer. Completed fluoro and rad gain calibrations. Completed system checkout. The system then passed the system checkout and was found to be fully functional. Hardware parts were returned for analysis but has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging device mobile view station (mvs) was showing disconnected and the pendant was not responding. They had rebooted multiple times with no change in behavior while connecting/disconnecting the umbilical cable. The system was not usable. There was no patient present when this issue was identified.